Event description:
Information received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The facilities maintenance found a loose bolt in the trend linkage. The bolt was tightened to repair the bed.